Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor readings compared to unspecified results from an adc meter. It is unknown whether the customer noted a trend arrow on the device. The customer reported symptoms of increased heart rate, vomiting, dizziness and stomach pain and was able to self-treat with insulin (type/dose unspecified). No additional treatment or third-party intervention was required for this issue. There was no report of death or permanent impairment associated with this event.